Manufacturer narrative:
Report date: 23aug2021. Reporter phone number: (B)(6). . There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device¿s nav-ring is defective. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The customer ordered the front panel, covered by the parts contract. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter, and therefore cannot be determined. A case record review found no parts were ordered or service requested, and the case was closed. If the decision is made to have the device evaluated and repaired by philips, a new service order will be opened and captured through philip's normal complaint procedure. There was no patient involvement at the time the issue was discovered. Based on the information, incident is not a reportable event.